Event description:
After positioning the introducer catheter into the pt's vessel and attaching the delivery system, the dome didn't form properly for deployment. When the dome exited the introducer sheath, the tip of the dome turned down instead of up. Another puncture was made along side the initial entry site and a gooseneck snare was used to pull the dome's tip out to form the dome correctly. Once this was done, deployment of the filter was completed to the targeted location with no further complications reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.